Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during the therapy initiated on (B)(6) 2013 at 17:37:45.during night drain cycle three, the patient's ultrafiltration reading was 1713ml, indicating the home patient (hp) drained 1713ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect and use error, the clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide gives the warning that "if you set the minimum drain volume percent too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.